Manufacturer narrative:
A united states customer contacted a siemens customer care center to follow up on the issue described in MDR 2517506-2021-00300, and while doing so, the customer reported they were obtaining abnormal assay flags on multiple methods. Additionally, despite knowing that the sample 1 mixer malfunctioned and obtaining out-of-range quality controls (qc) results, the customer processed patient samples and reported results. A customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse replaced the sample mixer and aligned sample probe 1. Subsequently, the cse restarted the instrument and ran alignment and mix methods on the sample probe 1; the mixing method failed. As a result, the customer checked the alignment of the probe, performed a scratch test, and manually realigned the sample probe. Then, the cse ran service methods, which passed. The customer's practice of running patient samples when qc recovered out of range is a use error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported that abnormal assay flags were obtained on multiple patient samples that were run for glucose, calcium, and albumin on a dimension vista 500 instrument. Siemens remotely accessed the instrument data files and determined that sample mixer 1 malfunctioned. After identifying the malfunction and while albumin, calcium, carbon dioxide, glucose, phosphorus, high-sensitivity troponin I (tnih) and total prostate specific antigen (tpsa) quality controls recovered outside of acceptable ranges, the customer continued to process patient samples and report patient results. The customer has yet to provide the affected patient results. There are no known reports of patient intervention or adverse health consequences due to this event.